Event description:
A volume discrepancy was reported. The expected reservoir volume was 2.6 mls; the actual reservoir volume was 39 mls. The pt had symptoms (not specified). Additional info has been requested, a follow-up report will be submitted if additional info becomes available.